Event description:
(B)(4). Began having sharp pains in lower abdomen, usually right, occasionally left. Started out once a month, increased to daily. Also increased muscle and joint pain. Hysterectomy on (B)(6) 2016 with showed both coils had migrated and we're working their way out of fallopian tubes. Close to puncture.